Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the cold snare failed to cut the polyps that were smaller than nine millimeters . Cautery was applied and the device was able to cut through the polyp. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Visual evaluation of the returned device found no anomalies. Functional testing was performed, and the device passed the retroflex test, it extends and retracts within manufacturing specification. Complaint was not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the cold snare failed to cut the polyps that were smaller than nine millimeters . Cautery was applied and the device was able to cut through the polyp. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.